Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the coronary sinus dissection occurred while use of catheter balloon. The case was stopped and patient will have to come back for left ventricular (lv) lead implant. No further patient complications have been reported as a result of this event.